Manufacturer narrative:
(B)(4). B5: describe event or problem additional. D10: device available for evaluation additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer additional. H6: event problem and evaluation codes additional.

Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share log was performed and the unknown message "unable to locate transmitter" was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed the unknown message "unable to locate transmitter." Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined. In addition, a transmitter failed error was found in connection to the reported allegation. The reported event of the device displayed the unknown message "unable to locate transmitter" is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.